Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working properly. A cystoscopy was performed, and it revealed an incomplete coaptation of the urethra. A surgical procedure was performed in which the existing device with a 4.5 cm cuff was removed and a new aus with a 4.0 cm cuff was implanted. It was indicated that the explanted cuff was not the correct size for the patient. The patient was expected to fully recover following the intervention.